Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins). Rep is getting validation error 00 01 00 bb when trying to connect to a new vanta. Technical services (ts) had rep open pds (patient data services) and then wait before selecting start usage. Rep was able to connect to the ins. No symptoms were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.